Event description:
A caller reported experiencing an error with their continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate form of insulin therapy.